Event description:
The patient's nurse called lifescan and alleged that the patient's meter was prompting an error 2 message. The patient was unable to test on their meter due to the error 2 message. They visited a nurse for assistance with their meter. The nurse was familiar with the meter and had tried to use different test strips. While troubleshooting with the lfs customer care representative, the nurse pressed the m button and the error 2 message appeared. The issue was not resolved with tr4aining. The patient did not ereceive any treatment.